Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 215 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to MRI. The customer did not report motor position encoder error alarm. Customer was unable to complete rewind due to receiving 2 motor errors and motion sensor test failure and pump is stuck in rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer does not want to troubleshoot for unexpected restart alarm and other alarms since the pump is going to be replaced.